Manufacturer narrative:
Date sent to the FDA: 09/19/2019. Additional b5 narrative: it was reported that she underwent mesh revision surgery on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced a jaggy pain in her vagina, pelvic pain and recurrent bacterial vaginosis. It was reported that she underwent two surgical procedures to remove part of the mesh. No additional information was provided.